Event description:
Customer reported experiencing a past low blood glucose event, with the lowest level recorded at 40 mg/dl. During this event, the customer lost consciousness but did not sustain any injuries. The customer's daughter provided assistance by holding the customer in a safe position during a seizure and administering glucose tablets. Technical support advised consulting a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer agreed to this suggestion.